Manufacturer narrative:
Picture of the product was received and reviewed. The picture received showed a cassette product from flow stop model without blue clip. Due no samples received no test could be performed to confirm the failure mode reported, complaint is not confirmed.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, it was noted that the pump could not recognize the cassette and displayed an alarm indicated cassette disconnected. It was also reported that visual inspection of the product identified excess material in the reservoir. No patient consequences were reported. No adverse effects were reported.